Event description:
Boston scientific neurovascular became aware of an event in which the physician attempted to lace the subject device into the aneurysm, but while doing so after about 5 cm of the insertion, a loop of the main coil deployed into the artery. The physician went to withdraw the subject device and experienced what was perceived to be streching; there was pause after the perceived stretching. The physician decided to withdraw the subject device from the patient. Upon inspection in a sterile field, the distal end of the coil was thought to have fractured. No complications with the patient were reported to have occurred during this event.